Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported discoloration in the drip chamber and returned 12 unopened samples, all of material 2420-0007, lot 25023139. Upon initial visual examination, the sets verified the complaint of cosmetic issues on the drip chamber discoloration. The other three lots reported: 22065539, 22095512, 25015339 were run for issues, but were not returned as samples. These three lots could not be verified with failures. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. A device history record review was performed on all four batches reported: 22065539, 22095512, 25015339, 25023139. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter the following information was received by the initial reporter with the following: it was reported by customer that contain brown spots and/or areas of discoloration in the drip chamber.